Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited intermittent screen glitches with static. The event occurred during a diagnostic colonoscopy procedure, resulting in a minor procedural delay. The intended procedure was completed using an olympus backup device. There were no reports of patient harm.